Event description:
It was reported patient underwent an anterior fibrosis resection three months post implantation due to cyclops syndrome. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat: 905617 lot: 510340 gentle thread 9x25mm round hd. Report source: foreign- france. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00065.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, h10 cyclop syndrome is caused by a scar tissue nodule adjacent to the tibial tunnel of the anterior cruciate ligament graft after surgery. As the scar tissue builds around the graft and zimmer biomet's implants were directly correlated with the screws, there are no allegations against the device and all implants remain in place. Hence, the reported device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.